Event description:
Customer reported suction too high at lowest level with her pump in style device. She developed open sores and has blood on nipples. During clinical assessment on (B)(6) 2013, she seeked medical treatment and her doctor prescribed antibiotics to treat mastitis. She completed the full course of antibiotics and is now well.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In the follow up with the customer, she called her lactation consultant and that advised her to use a different breast pump and to apply ointment on the nipples as needed. She confirm the new pump works great. On (B)(6) 2013, customer confirmed she had shipped the original pump out for return. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. "Mastitis is usually a benign, self-limiting infection, with few consequences for sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).